Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump for non-malignant pain. The patient had been doing yard work and was bending a lot. The pump was sitting really low, but seemed to be back in the right spot later.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had a staph infection - uti - and received two doses of two different antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.